Event description:
Same case as #6000089-2005-00474, and #6000089-2005-00475. 3 days after a drug eluting stenting treatment procedure the pt required a reintervention. The lesion being treated was a 3.0mm 80% stenosed proximal left anterior descending (prox lad) artery. The lesion was not predilated. The physician then placed a taxus express2 8.8% 2.50x16mm drug eluting stent in the prox lad. The next lesion being treated was a 2.5mm 80% stenosed 2nd diagonal (2nd diag) artery. The lesion was not predilated. The physician then placed a taxus express2 8.8% 2.50x16 drug eluting stent in the 2nd diag artery. The next lesion being treated was a 2.75mm 90% stenosed mid left anterior descending (mid lad) artery. The lesion was not predilated. The physician then placed a taxus express2 8.8% 2.75x24mm drug eluting stent in the mid lad. The pt was discharged in 2005 on plavix and aspirin. 2 days later the pt had a reintervention of the distal left descending artery. It was reported that there was no restenosis of the treated arteries. In the opinion of the physician the relationship of the reintervention to the target vessel is "not known".